Manufacturer narrative:
The suspect computer was returned and tested. When attempting to replicate a demo exam was used, 10 plans made, changing a few of them in the same way described. Proceeded to merge an o-arm exam in and checked plan trajectories - none changed. Repeated this procedure five times with no change. Unable to replicate reported issue during simulated use testing. Hdd and ram report no errors. Root cause could not be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/03/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/24/2016 a medtronic representative, following-up at the site, reported this issue occurred on an animal cadaver. There was no patient present when this issue was identified. No parts have been received by manufacturer for analysis.

Event description:
Medtronic representative reported that a site took the initial spin with their imaging system, registered, placed their leads and made their four plans. The site deleted one of the plans and made a new plan in a different location. After a second imaging system spin, one of the plans reverted back to the deleted one. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that they are using stock software. She can't think of any pattern for this occurring. They are completely clearing the plans prior to creating new ones, and it is the newest plan that is being deleted. The recent occurrences are the only times they have ever seen this happen and it doesn't happen every time they repeat this procedure. On 04/06/2016, a replacement computer was shipped to the site. No parts have been returned for evaluation. On 04/13/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.